Event description:
The sheath kinked during insertion into the patient. Another insertion kit was opened for another sheath. The sheath was not returned to datascope for evaluation. The sheath was discarded. Multiple event to customer complaint (event complications: unknown- reported 05/01/97. (Pt's current status: unk-reported 05/01/97.)